Manufacturer narrative:
On (B)(6) 2016, sorin group (B)(4) was notified of a legal complaint that was filed on (B)(6) 2016, which contained additional information regarding the patient documented in the initial report, filed (B)(6) 2016. The legal complaint stated that the patient had undergone a left ventricular assist device replacement procedure on (B)(6) 2015. The patient was reportedly diagnosed with a mycobacterium chimaera infection approximately 10 months post-surgery. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, no further investigation is possible.

Manufacturer narrative:
The serial number(s) have not yet been provided by the facility. This information will be provided in a supplemental report if and when made available. As we have not yet received the serial number(s) of the machines from the facility, we are unable to confirm the date of manufacture at this time. This information will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On june 28, 2016, a literature review identified the name, age and sex for one of the patients reportedly infected with mycobacteria at wellspan york hospital in york, pa (see medwatch report 9611109-2015-00498 for original report). The article, which appeared in york daily record (www.ydr.com) and was published on june 27, 2016, reported that one of the patients is a (B)(6) male, who is still living with the infection after undergoing open-heart surgery on (B)(6) 2015. The patient became increasingly tired toward the end of (B)(6) 2015 and suffered from loss of appetite. In (B)(6) 2015, the patient began experiencing fevers, night sweats and vomiting. Blood tests from the patient tested negative for infection and he was diagnosed with dehydration. On (B)(6) 2015, preliminary positive test results were identified and patient began antibiotic therapy. The patient is still recovering from the infection. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, no further investigation is possible.

Event description:
On (B)(6) 2016, a literature review identified the name, age and sex for one of the patients reportedly infected with mycobacteria at wellspan york hospital in york, pa (see medwatch report 9611109-2015-00498 for original report). The article, which appeared in york daily record (www.ydr.com) and was published on june 27, 2016, reported that one of the patients is a (B)(6) male, who is still living with the infection after undergoing open-heart surgery on (B)(6) 2015. The patient became increasingly tired toward the end of (B)(6) 2015 and suffered from loss of appetite. In (B)(6) 2015, the patient began experiencing fevers, night sweats and vomiting. Blood tests from the patient tested negative for infection and he was diagnosed with dehydration. On (B)(6) 2015, preliminary positive test results were identified and patient began antibiotic therapy. The patient is still recovering from the infection.

Manufacturer narrative:
B.2. Death date of death: (B)(6) 2017. Outcome attributed to adverse event: death. On (B)(6) 2017, livanova (B)(6) discovered a journal article. (Http://medcitynews.com/2017/07/study-ties-livanova-factory-to-heart-surgery-infections/) stating that the patient died in may 2017. The exact date of death is unknown.